Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0wj54, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the stimulation did not work and urination occurred 20 times a day since implant. The patient wanted the device removed. Cause, actions, and outcome remain unknown. Follow up was conducted to obtain additional information. The indication for use included gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the patient still had not had relief since implant. The patient reportedly had to urinate every half hour during the day since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they went through a lot of depends and pad a day and also that the stimulation was uncomfortable when they increased it to 5.5v. No further complications were noted or anticipated.